Event description:
It was reported that there was high impedance and high thresholds on the right ventricular (rv) lead due to a fracture. It was also reported that the right atrial (ra) lead had low impedance and was believed to have insulation damage due to twiddler's syndrome. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01, implanted: (B)(6) 2009. Product ID: 4968-25, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: product ID# 4968-25. The lead was returned, analyzed and revealed the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.